Event description:
A malfunction on a pump was reported, with the pump screen becoming dark and unresponsive. There was no adverse impact to the customer's blood glucose level, as levels did not exceed 500 mg/dl. The customer contacted technical support, who instructed them to connect the pump to a power source, successfully restoring power to the screen. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arose again.